Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: poor contact of the camera unit, and the image displayed white dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head displayed a noisy image. The event occurred during inspection for use. There was no patient involvement.